Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory showed the battery indicator signifying that it was time for device replacement triggered falsely on 2014-10-11 due to measurement system lock-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a battery measurement lock-up occurred on the device. The device was interrogated with a new programmer and cleared the lock-up. The device remains in use. No patient complications have been reported as a result of this event.